Event description:
Abbott precision test strips give false low blood glucose readings. This can lead to users to try to raise blood glucose unnecessarily or fail to treat elevated levels due to false readings. Lot numbers include 45001a536 and 45001a847. MFR contacted on (B)(4), 2010 requesting replacement test strips but after 14 days the replacements have not arrived and none are available at local pharmacies. Dose or amount: 1 strip, frequency: daily, route: other. Dates of use: (B)(6) 2010.